Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode while at home. He reported this event to guidant's technical services and asked if his pacemaker transmitted information to guidant.